Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were cancelling boluses and sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the sticking keypad buttons was not able to be duplicated during investigation; all keypad buttons responded appropriately to button presses. Several boluses were performed with no issues occurring. The keypad cover was removed and no evidence of contamination was found under any of the button contacts. The pump was opened and no damage or contamination was found to the keypad flex or connector.